Manufacturer narrative:
Based on the information available, it appears that excessive force may have been exerted while removing the nanofx guide wire, causing it to break. The broken pieces were retrieved from the patient and were discarded. The case was completed without any harm to the user or patient. Difficulty in removing the needle following impaction has previously been reported. A thumb tab accessory device to help ease the removal of the wire from the bone was being introduced at the time the incident occured.

Event description:
Two nano needles were reported broken during this case. The broken pieces were removed from the patient. This MDR (FDA medwatch form 3500a) is now being filed in accordance with the findings on form (B)(4), received during our FDA inspection held in (B)(6) 2015.